Manufacturer narrative:
Insulin pump received with broken battery tube thread and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump passed self test.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 234 mg/dl. Customer also stated that there was cracked around the vial of insulin as well as the battery compartment and reservoir unable to lock in place. The device will be returned for analysis.